Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician confirmed atrophy around the cuff. The cuff was explanted and replaced. There were no further patient complications.